Event description:
April 7, 1997 7:00 a.m.: ptt level had decreased to 40.4/control 29.7. 2:22 p.m.: 48.6/control 29.3 nursing notes indicated that heparin infusion rate was 11 cc/hour per pump. 2:30 p.m.: a new IV bag of heparin 25,000 u in 250 cc of d5w was hung. Although pump was set at 12 cc per hour, the pump was actually running faster than set even with the lock on. 7:15 p.m.: nursing notes documented only 50cc. Left in bag. 7:43 p.m.: ptt level was 114/control 29.7. 10:45 p.m.: ptt level decreased to 44.4/control 29.7. The pt did not have any subsequent adverse effects of the overdose of heparin.